Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated went to the restroom, collapsed and passed out. Upon collapsing, the patient stated he hit his head on the counter. The patient indicated that the cgm was displaying critically low at the time of event. The patient's wife called the paramedics and when they arrived they administered the patient with intravenous (IV) therapy of glucose. When the patient regained consciousness, his wife gave him 2 bottles of grape juice. After the patient was treated, the patient's wife checked the cgm again and it displayed 43mg/dl. The emts transported the patient to the hospital at around 6:30am. The patient was treated with an IV therapy of saline and was given lidocaine while doctor gave him 4 stitches on his head. While at the hospital, the patient's wife stated the cgm was reading 175mg/dl compared to the bg meter reading 290 mg/dl. At the time of contact, the patient was recovering at home. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not determined. Reportedly, the patient did not calibrate after the inaccuracy. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.